Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery the motor heating up. There was no patient impact. On follow-up it was reported that device overheats less than one minute. Type of procedure performed was spine fixation and scoliosis. There was 5 minute delay in surgery and the back up device was not used. There was no patient or staff impact.